Manufacturer narrative:
Occupation: corporate supply chain, project coordinator. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional contact - (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
Event reported via medwatch # (B)(4): iab (intra-aortic balloon) would not deploy fully. The balloon was removed and replaced with another - no harm to the patient.